Event description:
A surgeon reported observing glistenings in at least fifty percent of his patient's following intraocular (iol) lens implant procedures. The surgeon reported that the patient's visual acuity is not affected, but he is concerned with the volume of glistenings that he has observed. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).